Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2015. Customer¿s blood glucose level was 425 mg/dl at the time of incident and 300 mg/dl when they were admitted to the hospital. The customer was using insulin pump within 48 hours of reported event. Customer was treated with manual injection. Customer was also treated by fluid insulin through intravenous and nausea medication in hospital. Customer stated that the set was not sticking. The insulin pump will not be returned for analysis.